Event description:
While deploying a stent to the right common iliac artery, the balloon was reported to leak during inflation. The vessel was described as having heavy calcification, moderate tortuousity and a 90% stenosis. While crossing the lesion with the stent delivery sys (sds), the physician encountered heavy resistance; however, the stent was deployed at the lesion. There was no reported pt injury. The prod was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable mfg qual plan as well, including the burst test values. With the limited amount of info available and without the return of the prod or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
This prod is distributed outside the us, but is similar to us distributed stent delivery systems..